Manufacturer narrative:
Correction to b5: this event was associated with the vent and occurred three (3) times in a single day on two (2) devices (omitted on initial).this occurred during preparation (previously reported as unspecified process steps) of peritoneal dialysis (pd) therapy. Correction to h10: the actual devices were discarded; however, two (2) photographs of the samples were provided for evaluation (previously reported as "the actual device was not available; however, a photograph of the sample was provided for evaluation."). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets leaked. It was further described as, ¿the liquid escaped from the cassette during venting¿. This occurred during unspecified process steps of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.